Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 24 mg/dl. Customer¿s current blood glucose level was 206 mg/dl. Customer¿s other blood glucose level was 177 mg/dl. Customer did not provide details regarding symptoms of their low blood glucose episodes. The customer was treated with emergency medical service dispatched, glucose through intravenous injection and carb. Customer stated that they did not allege insulin pump was over delivering. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not use auto mode. Customer troubleshoot was performed. The insulin pump will not be returned for analysis.